Event description:
It was reported that the patient was undergoing rehabilitative treatment. During device interrogation and adjustment, impedance changes were observed on the right electrode. Intraoperative and early postoperative impedance values were within normal limits, and no adverse events were reported. Impedance increase on contacts 8 and 9b of the right electrode. Contact 8 showed 1230 ohms and contact 9b 26952 ohms, it increased further and now its showing ¿high¿ on both contacts. Contact 9b is an active stimulation contact. Repeated appearance of the oor (out of range) error message. The neurostimulator is discharging significantly faster than before. Prior to rehab: weekly charging was sufficient. Currently: charging required every 2¿3 days; one documented instance of complete discharge during rehab clinical implications. Reduced therapeutic effect compared to before. Medication regimen has been adjusted. The healthcare provider (hcp) plans to switch to an alternative contact in order to restore the desired therapeutic effect. The issue was not resolved at the time of the report.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.